Manufacturer narrative:
(B)(4). The device was sent to the philips repair bench for evaluation. The leadset and trunk cables initially were not sent in with the device and the reported symptom could ot be reproduced. The customer was contacted and requested to send in the lead set and the trunk cable. The reported symptom was then recreated with the customer cables. The issue was isolated to the trunk cable. The trunk cable was replaced to resolve the issue. The device passed all testing and was returned to the customer site.

Event description:
The customer reported an inability to acquire a 12 lead ECG. There was no pt involvement.